Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen ceiling system. During an interventional procedure, the user reported that the system went down. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was due to a communication error of the real time computer (rtc). Furthermore, a blocked pci-bus of the computer was caused by a defective copra 2 board and several reboots could not fix this hardware problem. After exchanging the entire rtc the system works as specified. The spare parts consumption has been checked and found okay and no general error has been recognized. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.